Event description:
Customer reporting 2 false positive sars result (each event will be reported separately). Customer communicated the results were confirmed negative by pcr.

Manufacturer narrative:
Investigation conclusion :a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: online review.